Event description:
It was reported that a caller experienced a malfunction with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further problems. The caller was advised to contact technical support again if the malfunction reoccurred.